Event description:
A healthcare facility in (B)(6) reported via a distributor that a quantity of 2 mr225 manual fill infant/pediatric humidification chambers had "no plugs at the manual feed hole". The missing components were detected prior to patient use. No patient consequence was reported.

Manufacturer narrative:
(B)(4). The subject mr225 humidification chambers are en route to fisher & paykel healthcare for investigation. A lot check revealed no other complaints of a similar nature in respect of the mr225 chamber. We will submit a follow-up report following receipt of the complaint devices and completion of our investigation.